Event description:
User received discrepant bicarbonate results for two pt samples. Sample type is serum collected in an sst tube. Sample 1, initial result gave 42 mmol per l and was reported out. User said the doctor questioned the result , and the pt sample was rerun on another d modules (B) (4) at customer site giving 27 mmol per l. Sample 2, initial result gave 43 mmol per l; repeat gave 27 mmol per l. Erroneous result reported only for sample 1. User said, he did not think the pt was treated as the doctor did not believe the elevated co2 result initially reported. No adverse events reported. The field service rep found fibrin strings in sample as the cause, and removed fibrin strings from sample and reran sample with good results. He also adjusted sample probes. To verify analyzer performance, samples were rerun with good results.